Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: during evaluation, moisture was found in the battery compartment. There was a crack observed on the battery compartment extending from the threads to the case seal. A leak test was performed and confirmed a battery compartment leak. The pump case was opened and no further evidence of moisture was found. Unrelated to the compliant evaluation revealed that the vibration motor was detached from it¿s mount.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the battery compartment was cracked. Patient reported that the battery cap did not appear damaged and the pump was not exposed to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.